Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller reported non-intuitive movements on patient side manipulator (psm) 1. Technical support engineer (tse) was contacted for assistance. The tse asked the customer to try other instruments and reposition the sterile adapters and drape, but the issue reappears intermittently. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate instruments from the ssc. The surgeon referred to the motion as non-intuitive motion. The instrument moved in the right direction but the timing of the instrument was not appropriate. No shakiness or friction was experienced. There was no instrument to instrument or arm to arm interference. There were no external collisions. The issue was intermittent, but no patterns were identified. The customer moved the instrument to another arm. The drape is not available for return. There was no reported patient injury. The instrument was inspected prior to use and no damage was noted. The instrument is available for return. No images or videos are available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue, but replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: site reported unintuitive movement with the psm. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. The reported failure ((non-intuitive motion along yaw/axis 1) was able to be reproduced during friction test via matlab. The a1 harmonic drive will be replaced as a fix. The probable root cause of the reported issue was attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.